Event description:
Consumer is claiming the bristles are falling out of the brush head, in 1 brush of the three pack. No serious injury occurred. Started using the brush head around the first of february. Product was returned. No issue was found with the returned brush head.